Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: force test cartridges failed for low force.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 08/26/2015 alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that the patient did not notice the air bubbles prior to use. The reporter stated that the patient had a blood glucose (bg) of 22mmol/l with agitation, polyuria, and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to a site/set/cart issue.